Manufacturer narrative:
An investigation is currently underway. Tyco healthcare/ kendall is working with the facility to obtain the sample for evaluation. Per risk management specialist, she is unsure at this time if the facility will be willing to release the device to tyco healthcare/ kandall for evaluation. A follow-up report will be submitted upon the conclusion of the investigation.

Event description:
It was reported to tyco healthcare/kendall on october 10, 2006, that a customer had a problem with a dialysis catheter. The customer states, the dialysis catheter was placed in 2006. On the morning of the event date, the patient underwent dialysis with no complications. On the evening of the event date, the patient was found in cardiac arrest, bleeding from the right subclavicular neck area. Staff applied pressure. Patient was unresponsive with thready pulse. CPR was initiated; closer examination of the right subclavicular area revealed the dual lumen dialysis catheter to be broken off and still sutured in place at the base. The physician cut the suture and removed the remaining part of the catheter; hemostasis was obtained. The customer reports the patient was intubated, medicated, shocked and paced without benefit; the patient was pronounced as expired.